Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of vet syringe 0.3ml x 29g x 12.7mm 10 bag broke at the cannula during use. The following was reported by the initial reporter: "it was reported that the needle head comes off when the cap is removed. Verbatim: email received¿2020-11-17 14:30:21. I purchase a box of 100 pet syringes and several have been defective... Needle head comes off when cap is removed. Lot # 9266921.

Event description:
It was reported that an unspecified number of vet syringe 0.3ml x 29g x 12.7mm 10 bag broke at the cannula during use. The following was reported by the initial reporter: "it was reported that the needle head comes off when the cap is removed. Verbatim: email received: (B)(6) 2020, 14:30:21. I purchase a box of 100 pet syringes and several have been defective... Needle head comes off when cap is removed. Lot # 9266921.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9266921 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200879125] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.